Event description:
While taking the hip through the proper range of motion, the head trial disengaged from the trial neck. While attempting to recover the head trial, the surgeon found that it had migrated into the pelvis. Part was not retrieved.